Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps tip broke, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the fenestrated bipolar forceps tip broke inside the patient. It was unknown if a broken piece was retrieved from the patient's anatomy. The procedure was completed with no reported injury.